Event description:
The customer's parent called and reported the insulin pump alarmed with no delivery and motor errors. Customer's blood glucose was 455 mg/dl, which was corrected with the insulin pump. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. Troubleshooting was declined for no delivery alarm. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement tests. No motor error alarm noted and passed the motor test. Unable to verify no delivery alarm due to prime anomaly. The insulin pump has severely scratched display window and cracked reservoir tube lip.